Event description:
A durable medical equipment supplier (dme) reported that a pt's oxygen saturation levels fell from 90%, while using oxygen only, to 73-82%, while using a bi-level positive airway pressure device (bipap) with oxygen bled into the pt circuit. The pt was reportedly placed into the intensive care unit (ICU) twice as a result. The pt, previously diagnosed with obstructive sleep apnea (osa), end-stage chronic obstructive pulmonary disease (copd) and heart failure, has been released from the hosp and is in stable condition. The medical staff is not alleging a device malfunction; however, they did request the device be evaluated as a precaution. The bipap was returned to the MFR for eval where it was confirmed that the device passed all performance testing with no observations noted outside of design specs.

Manufacturer narrative:
Quality assurance contacted the dme who indicated that the event had likely been caused by a failure of the nursing staff to increase the oxygen flow rate to compensate for its dilution, occurring as a result of being bled into the bipap, positive airway pressure, pt circuit. Pt labeling (pn# 1016511, pp. 6-2) warns that if supplemental oxygen is being administered, the oxygen concentration may not be constant, depending on the inhalation and exhalation settings of the device, pt breathing patterns and the leak rate. Substantial leaks around the mask may reduce the inspired oxygen concentration to less than expected concentrations and appropriate pt monitoring should be implemented. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing pts weighing more than (B) (6)pounds. The short-term loss of therapy for this pt class does not pose a significant health or safety risk. Based on the info available and the investigation above, the MFR has determined that no failure of the device occurred and that current labeling is adequate for appropriate application of the device. No add'l action is appropriate.